Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a sample with the second pack (peel pack) closed but there was a needle coming out of the plastic part of the peel. The needle pierces the cardboard support and the plastic of the second pack. One of the four needles that contain the pack has been displaced from its place in the sponge provoking that one thread of premilene is loose and with the movement in transportation the needle pierces the cardboard and plastic. To assess the probability of the defect to be repeated in other units of the same batch, the defect of the position of the needles in the pack is intentionally done in one box of product (12 units). These samples have then been tested in internal transport testing (climatic stress and vibration plus drop test). After the tests, the package integrity has been analyzed in bubble test and in all units the packaging is intact, the needles have not pierced the cardboard or the plastic film. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Taking this test into consideration along with that no other complaints have been received concerning this issue in this packaging, in the last five years (nor sterility, infection issues) we consider that the unit found by the customer is an isolated and accidental unit. Final conclusion: taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with premilene suture. The client reported that when opening the package, the needle has pierced the package. There is no patient involvement.